Event description:
During head imaging, the patient sounded a patient call during the examination. When the technician hurriedly pulled out the tabletop (using the auto home button) because the patient was "about to vomit," the patient's left wrist was caught on the infusion bar with his arm spread out, resulting in a fracture (left arm two fractures of ulna and radius). The patient was secured to the upper arm above the elbow with a bed band (an infusion bar placed on the gantry side of the dockable table).

Manufacturer narrative:
The investigation determined that there was no malfunction of the device. The alleged issue was caused by an error made by the technician. The alleged incident would not have occurred if the patient fixation band had been positioned to cover the hand as described in the manual. A customer notification document has been issued to reiterate the instructions on how to use the device in accordance with the handling methods described in the manual (remove the infusion pole before sliding the dockable table).